Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ph device was taken out last year by dr. (B)(6). The reason for removal was because their body rejected it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.